Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a uromax ultra balloon dilatation catheter kit, the balloon burst. The procedure was completed with a second device, with no complications to the patient, who was reportedly "fine" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.